Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after the cartridge was filled with 480 units. Also, a cartridge alarm 1 occurred during the load process. The customer's blood glucose level ranged from 232 mg/dl to 186 mg/dl and it was addressed with a bolus. The customer successfully reloaded the cartridge and resumed insulin delivery.